Event description:
This report pertains to the second of two devices that reportedly malfunctioned during the same procedure. Refer to associated manufacturer report # 3005099803-2009-00509 for a description of the other event. This event, a reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction; punctured sheath. It was initially reported to boston scientific corporation on march 17, 2009 that an excelon transbronchial aspiration needle was used during a lung biopsy procedure performed on (B)(6) 2009. According to the complainant, after collecting the collecting the lung biopsy, when the physician went to expunge the core biopsy, blood was coming out the side of the catheter as the catheter had broken. Another needle was used. After the first core biopsy, the needle would not advance to expunge the tissue. They snipped the distal end of the device and dropped the tissue into the formula for pathology. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was fine.

Manufacturer narrative:
Blood residue observed inside sheath indicated the returned device was used and had patient contact. Visual examination of the returned device revealed that the sheath was damaged. The sheath was punctured at a spot 4 mm from the distal tip. Functional evaluation found the needle of the device could extend and retract as the handle was functioned. It appeared likely the scope used by the customer was causing damage to the sheaths of the transbronchial aspiration needle (tbna) devices during use. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot. (B)(4).